Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on bus. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 and 1.2 was failed and device was not detected on bus. A field service engineer (fse) reported that auxiliary half-height drawers 1.1 and 1.2 had failed and required maintenance, and that the drawers were found missing in storage space configuration and test software. The fse pulled out the drawers and reseated and inspected all cables, after which the system was rebooted and the drawers along with the cubie pockets were restored and functioning. The system functioned as intended after the field service engineer repaired the device.